Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor would not infuse. The expected therapy time was 24 hours. The device was filled with 8g flucloxacillin with a citrate buffer diluted in 230ml of 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 15, 2023 ¿ november 17, 2023. H11: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.